Event description:
It was reported that the display on the infusion device has a "blue patch" covering a portion of the display. This causes it to be not fully readable which could make misinterpretation possible. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.